Manufacturer narrative:
Zimmer biomet complaint (B)(4). (B)(4). Concomitant medical products: biomet microfixation tmj system left fossa component, small catalog #: 24-6563 lot #: 661630, biomet microfixation tmj system left narrow mandibular component catalog # 01-6546 lot #: 299200, biomet microfixation tmj system right narrow mandibular component catalog # 01-6545 lot #: 182620, biomet microfixation "2.4mm" system ht cross-drive screw catalog #: 91-2710 lot #: ni, biomet microfixation "2.4mm" system ht cross-drive screw catalog #: 91-2712 lot #: ni, biomet microfixation tmj system cross drive fossa screw catalog #: 99-6577 lot #: ni, biomet microfixation tmj system cross drive fossa screw catalog #: 99-6579 lot #: ni . Therapy date: (B)(6) 2018. Customer has indicated that the product will not be returned to zimmer biomet for investigation, the hospital will not release the implants. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2018-00474, 0001032347-2018-00475, 0001032347-2018-00476, 0001032347-2018-00477, 0001032347-2018-00478, 0001032347-2018-00479, and 0001032347-2018-00481.

Event description:
It was reported there was a revision due to heterotopic bone growth on both sides. The patient had zero opening. The joints and bone growth were removed and new joints were implanted. No additional patient consequences were reported.

Manufacturer narrative:
These implants were removed in a revision; therefore, the complaint is considered confirmed. Functional testing and inspections could not be made due to the parts not being returned. It was reported that the revision was due to heterotopic bone growth, indicating there was no alleged malfunction of the implants. The manufacturing history was reviewed for the tmj components and no discrepancies were found. Device history record (DHR) review was unable to be performed for the screws as the lot numbers of the devices involved in the event are unknown. There are no indications of manufacturing defects. Investigation results concluded that the reported event was due to patient condition. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. The IFU for this product states in the section titled adverse events: adverse events that may occur following placement of the total tmj replacement system are listed below. Heterotopic bone formation. The IFU also includes statistics from clinical studies in regards to heterotopic bone growth. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2018-00474-1, 0001032347-2018-00475-1, 0001032347-2018-00476-1, 0001032347-2018-00477-1, 0001032347-2018-00478-1, 0001032347-2018-00479-1, and 0001032347-2018-00481-1.

Event description:
This follow-up report is being submitted to relay additional information.